Event description:
The patient reported an elevated blood glucose reading of 336 mg/dl with his normal range being 75-125 mg/dl. He stated his symptom was thirst and he injected himself with 10 units of insulin in an attempt to correct his blood glucose. He stated his reading dropped 38 points but since it was still high, he gave himself a 5 unit injection of insulin. Troubleshooting did not find any issues with the product and it was suggested the pt try a different vial of insulin. On follow up, the pt stated that after his call he discovered the insulin infusion set tubing had partially separated. The pt declined replacement product. He stated his blood glucose readings have returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.